Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for capacitor charge time limit was observed. Bringing the patient for capacitor maintenance was recommended. No patient symptoms were reported. The patient later presented to the clinic and a capacitor maintenance test was made and was fine and the decision was made to continue to monitor the patient with regular follow-ups. The patient condition is fine.